Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call of their daughter's insulin pump being broken. The mother states the device completely shut off. The mother states the buttons stopped working, and they tried switching out the batteries, but there was no response from the device. The customer's blood glucose level at the time of incident was 238mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis. The device is being returned and replaced.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with no blank display noted. All operating currents were within specification. The insulin pump passed the displacement test and self test. No unexpected low battery or off no power alarm was noted. No damage was noted to the isolation tape. All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked display window.